Manufacturer narrative:
Inratio precision data provided by end-user lot 060415: first test inr= 6.1 second test inr =6.3. Mean = 6.2; sd = 0.14; %cv= 2.28%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 6.1. Second test inr=6.3.